Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tkr (total knee replacement) procedure, two blades broke at the mount. It was also reported that there was a minor delay to obtain another blade as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the second blade that broke.